Event description:
Patient presented to the physician with the stimulation lead exposed through the neck. Physician brought the patient into the operating room, opened the incision, tucked the lead under tissue, and closed the incision. This resolved the issue.